Event description:
The customer observed falsely elevated ca125 results while using the architect ca125 assay lot 10722m500. The customer provided the following information using the reagent lot number in question and a different lot number: (B)(6) 2012: initial 167.8 u/ml, retest 157.3 u/ml. The result was lower with another methodology. (B)(6) 2012: retested using lot number 08046m500 at another laboratory: 29.0 u/ml. (B)(6) 2012: retested using lot 8046m500: 30.2u/ml, retested using lot: 10722m500: 157.3 u/ml, retested using lot: 08046m500: 28.8 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 10722m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca125 ii reagent list number 02k45, lot number 10722m500, was identified.